Manufacturer narrative:
In a research article, "percutaneous removal of amplatzer amulet occluder from the left atrium," a device embolization was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported device embolization could not be conclusively determined. An unexpected medical intervention was a result of case specific circumstances, as the device was removed via snare. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Literature attachment: percutaneous removal of amplatzer amulet occluder from the left atrium. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "percutaneous removal of amplatzer amulet occluder from the left atrium", was reviewed. This article presented a case study of an 84-year-old male patient with a history of heart failure, reduced ejection fraction, inferior st-segment elevation myocardial infarction, cardiac resychronization, and atrial fibrillation. A 25mm amplatzer amulet left atrial appendage occluder was selected for implant for a left atrial appendage closure. Shortly after release of the device, transesophageal echocardiogram (tee) showed the device embolized into the left atrium. Several attempts were made to snare the device. The device was successfully removed from the patient. The embolization was attributed to device under-sizing and shallow deployment. [The primary and corresponding author was piotr chodor, department of cardiology and electrotherapy, faculty of medical science in zabrze. Medical university of silesia in katowice, silesian center for heart diseases, zabrze, poland, with corresponding e-mail: chodor_piotr@go2.pl.].

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: percutaneous removal of amplatzer amulet occluder from the left atrium. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "percutaneous removal of amplatzer amulet occluder from the left atrium", was reviewed. This article presented a case study of an 84-year-old male patient with a history of heart failure, reduced ejection fraction, inferior st-segment elevation myocardial infarction, cardiac resychronization, and atrial fibrillation. A 25mm amplatzer amulet left atrial appendage occluder was selected for implant for a left atrial appendage closure. Shortly after release of the device, transesophageal echocardiogram (tee) showed the device embolized into the left atrium. Several attempts were made to snare the device. The device was successfully removed from the patient. The embolization was attributed to device under-sizing and shallow deployment. [The primary and corresponding author was piotr chodor, department of cardiology and electrotherapy, faculty of medical science in zabrze. Medical university of silesia in katowice, silesian center for heart diseases, zabrze, poland, with corresponding e-mail: chodor_piotr@go2.pl.].